Event description:
It was reported patient underwent a revision procedure four months post implantation due to pain, noise and patella loosening. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). Medical product: gender solutions female (gsf) femoral component porous size 2, right catalog # 00541601502 lot # 61088277. Porous coated stemmed tibial baseplate right size 2 catalog # 621201220 lot # 60888493. Articular surface congruent "size 1 2 right 11 mm height" catalog # 00542402111 lot # 60992954. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product location unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical records review indicates patient presented with severe pain with clicking. Examination found palpable clunk with shift of patellar component throughout rom. X-ray review found femoral and tibia components well fixed and aligned, loose patellar component. Patella was revised with no complications. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.